Manufacturer narrative:
Reason for reoperation: not applicable as the device was not implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
The patient's relative reported the "surgeon punctured implant" during surgery. It is unknown if surgery was completed with a backup device. The status of the device is unknown.